Event description:
Paramedics used the device to administer a shock to a patient diagnosed in cardiac arrest (no other patient details were reported). The operator immediately charged the defibrillator in preparation for a second shock however the patient converted to a non shockable pea rhythm. The device operator was allegedly unable to disarm the charged defibrillator by pressing the energy selection switch, pacing rate switch and 'home' switch. Subsequently, the device spontaneously delivered the shock to the patient. The patient's rhythm did not change. Pacing, drugs and 7 additional defibrillator shocks were subsequently administered during the event. The patient was not resuscitated. The paramedic indicated the device did not cause or contribute to the patient's death. This opinion was based on an assessment of the patient's condition. There were no adverse affects to the patient reported as a result of device use.